Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer reported that they had high blood glucose levels of 27.0 mmol/l. The customer stated that the infusion set had some yellow gunk on it. It was reported that the customer had declined to test the insulin pump. Was not done on the insulin pump at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return.